Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and variable. Right ventricular (rv) lead coil impedance has provided impedance measurements of 254 ohms since (B)(6) 2014. Impedance has remained high and variable. Also, analysis of the device memory indicated the right ventricular lead integrity alert right ventricular (rv) lead integrity warning occurred on (B)(6) 2013 for 2 or more ventricular tachycardia (vt) ¿non sustained episodes and sensing integrity counter (sic) >= 30 in 3 days. Additionally, analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and variable. Superior vena cava (svc) coil impedance has provided impedance measurements of 254 ohms since (B)(6) 2014. Impedance has remained high and variable. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had rising and high impedance. The lead remains in use. No patient co mplications have been reported as a result of this event.